Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that one of the screws on the back of the system controller would not tread properly, making it "impossible" to close. It has not used and said to be an out of box issue.